Manufacturer narrative:
Beckman coulter field service engineer (fse) called the customer and did troubleshooting with them. The fse recommended that customer tighten the blood sampling valve (bsv) knob completely and then do a quarter turn counter-clockwise. The customer then ran a startup, quality controls (qc) and samples. No further leak was observed; the issue was resolved. The fse followed up with the customer on the next day and no leak was reported by the customer, the analyzer was working fine. Failure mode was attributed to the blood sampling valve (bsv) knob. Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that less than 1 ml of bloody fluid leaked from the coulter lh 500 hematology analyzer blood sampling valve (bsv) after running the clean cycle. The customer stated that the bsv knob was tight. The customer was not able to run samples at this time so no patient results were impacted. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. No death or injury is associated with this incident.